Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, the bolus button was found to be torn.

Event description:
The reporter was notified that the keypad buttons were not responding during the night. In addition, the reporter also stated that the ok keypad button was sticking and that she was unable to move to a different screen. The reporter also indicated that the patient wears the pump in a pocket and that he does not clean the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusion can be made at this time.